Event description:
It was reported that a cartridge was not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove an o-ring found on the pneumatic tap and clean the area with an alcohol wipe or lint-free cloth. After performing these steps, the customer successfully loaded the cartridge and resumed deliveries, with no further action required.